Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24 sept 2016, therefore no UDI. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound, during the start-up test. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem is a speaker failure. The issue was resolved by replacing the device.

Event description:
Philips received a complaint on the mx40 2.4 ghz smart hopping device indicating that during evaluation at bench repair, it was identified that the device had no audio. There was no audible sound. The device was not in clinical use at time of event, no patient involvement.